Event description:
The "friend" of a cypher stent patient called initially for medical information for himself and additionally reported an adverse event. On an unknown date, a female patient received a cypher stent as treatment for unknown reasons in an unknown artery. It was unknown if patient was hospitalized or outpatient. The reporter stated that after the patient had the stent placed, upon returning home, the patient experienced a "heart attack" which resulted in "death" on an unknown date. Reporter refused to provide any further information.

Manufacturer narrative:
Please note that the event date is unknown. Please note: the catalog code (unk cypher), represents an unknown cypher stent. The catalog and lot numbers for the actual product used in the procedure is unknown and will not be available. The "friend" of a cypher stent patient called initially for medical information for himself and additionally reported an adverse event. On an unknown date, a female patient received a cypher stent as treatment for unknown reasons in an unknown artery. It was unknown if patient was hospitalized or outpatient. The reporter stated that after the patient had the stent placed, upon returning home, the patient experienced a "heart attack" which resulted in "death" on an unknown date. Reporter refused to provide any further information. The product(s) remains implanted in the patient and is/are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Myocardial infarction and death are potential adverse events associated with coronary artery stenting. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and this patient's death due to mi. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.